Event description:
Information was received based on review of a journal article titled, "hybrid component fixation in total knee arthroplasty¿ which assessed the durability of the hybrid total knee arthroplasty where an uncemented femur is implanted with a cemented tibia and patella. The study was conducted over a period of eight (8) years (december 1992 to july 2000) and involved two-hundred fifteen (215) patients who received two-hundred thirty-five (235) knees. Five types of prosthesis (biomet product and competitor product) were used; which included eighty (80) biomet agc knees and thirty-five (35) biomet maxim knees. The journal article reports the following revisions by biomet brand name and reason: two (2) revisions of agc knees due to femoral component loosening and osteolysis. Three (3) revisions of maxim knees due to femoral component loosening and osteolysis. Two (2) revisions of agc knees due to tibial component. Four (4) revisions due to infection; brand name not provided. The authors of the study conclude ¿hybrid tka provides durable fixation with clinical and radiographic performance at minimum 10 years comparable with cemented series.¿

Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. The following sections could not be completed with the limited information provided. Date of event - unknown. Brand name - unknown. Catalog number, lot number and expiration date - unknown. Date implanted - unknown. Date explanted - unknown. Initial reporter - the article was written by jae-hyuk yang, md, jung-ro yoon, md, chi-hun oh, md, and taik-sun kim, md; the journal of arthroplasty vol. 27 no. 6 2012. 510k number - unknown. Manufacture date ¿ unknown.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information: the following sections were updated: report type, event or problem, brand name, catalog and lot number, patient and device codes, report source, device evaluated by manufacturer, manufacturer narrative. The product was not returned for evaluation due to unknown location. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) and complaint history review was unable to be performed as the lot/item number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation, under possible adverse effects: ¿loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity. ¿ following review, no new risks were identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
This report addresses the three revisions of the maxim knee due to femoral component showed clear signs of loosening with osteolysis on follow-up radiographs, and the patients had continued pain. There has been no further information provided and the patients outcome is unknown.